Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-37329. It was reported that the patient presented in clinic with pocket erosion, and both the implantable cardioverter defibrillator (ICD) and the suture sleeve of the right ventricular (rv) lead were exposed and visible. It was determined that the patient had also developed pocket infection. The whole system, including the ICD and the rv lead, was explanted. Patient condition was stable.